Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr determined that the power supply assembly required replacing in order to resolve the customer's reported issue. The operational verification procedure was performed and the ventilator was returned to the customer operating to manufacturer specifications. The suspect power supply assembly was returned to vyaire for further evaluation. Upon completion of a final investigation, a supplemental report will be submitted.

Event description:
The customer reported that the vela ventilator was in use with a patient, plugged into wall a/c power, when it went blank, rebooted, and turned on to the "new patient" screen. The customer reported that there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The power supply operated without fault.